Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication and difficult to operate. Report 2 of 2. The following was translated from japanese to english: this is a complaint about clog. Several patients who are already using insulin consulted us as follows. The needle was changed from another company's product to the above-mentioned product, and insulin does not come out. The gauge does not rotate. (This occurred on december 2 and 8.) When the operation was checked at the pharmacy, it works normally. The patient asked to be informed if there are any points to be noted in the procedure.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication and difficult to operate. Report 2 of 2. The following was translated from japanese to english: this is a complaint about clog. Several patients who are already using insulin consulted us as follows. The needle was changed from another company's product to the above-mentioned product, and insulin does not come out. The gauge does not rotate. (This occurred on december 2 and 8.) When the operation was checked at the pharmacy, it works normally. The patient asked to be informed if there are any points to be noted in the procedure.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.